Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 169, 149 and 262 mg/dl. The customer¿s expected am fasting blood glucose test result range is 99-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/19/2025 and open vial date is 04/20/2025. The meter memory was reviewed for previous test result history (only 4 results provided): result 1: 169mg/dl date:4/25 time: 8:06am fasting result 2: 149mg/dl date:4/25 time: 8:00am fasting result 3: 262mg/dl date:4/25 time: 7:58am fasting . Result 4: 124mg/dl date:4/24 time: unknown fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Meter was returned-reported defect not reproduced on returned meter most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 05-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.